Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 324 mg/dl at the time of call. The customer stated that she was given manual injections during the hospitalization for the high blood glucose. The customer stated that she was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot for air bubbles, leaks, insulin and site issues and settings. The customer also stated that she experienced nausea and vomiting. The insulin pump will not be returned for analysis.